Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as received. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. A review of the device history records indicated that the serial/lot number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, a repeat procedure was successful, and the delivery system and capsule will be returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, a repeat procedure was successful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, a repeat procedure was successful.